Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.